Event description:
It was reported that there was unexplained lead noise on the right ventricular lead leading to an inappropriate shock in (B)(6) 2006. The lead was capped and replaced (B)(6) 2010. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.